Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -external force was applied to the device during the reprocessing. -the relevant part was repeatedly rubbed during use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. There was leakage at the knobs and suction groove. Insertion tube was bulging. Adhesive at the distal end did not meet olympus standards. The light guide lens was broken. Angulation rubber was worn out. Angulation was insufficient. Angulation had a play. The forceps lever was broken. Up and down knob lever was damaged and the brake had defective. Suction cylinder was ground out. The edge of the distal end cap was broken. Housing was worn and cracked. Supply hose of the connection to the plug was bulging. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that there was a gap in the adhesive of the distal end. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.